Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2008. Upon scheduled follow-up performed on (B)(6) 2008, the physician reported that noise oversensing episodes were still observed in the ICD memories, although the upgraded version of the automatic sensing control algorithm was installed in the ICD (through standard firmware upgrade during a previous interrogation), and sensitivity was reprogrammed to 0.6mv. Reportedly, the pt rec'd inadequate shock on (B)(6) 2008 at 08:42, before firmware upgrade.

Manufacturer narrative:
Jan 22, 2010. This event concerns a device that was manufactured and used outside the united states. Review of the electronic data and files rec'd. (B)(4). The oversensing episodes recorded were mostly non sustained episodes which did not trigger any therapy (because they were non-sustained). However, one episode was sustained enough to trigger an inappropriate shock (before implant embedded software upgrade). The occurrence of the noise sensing events detected was reduced after parameter reprogramming (0.6mv sensitivity settings) and implant embedded software upgrade (improved asc algorithm). Such oversensed events could result from strong external interference, specific pt activities, myopotential sensing or a ventricular lead / connector issue. None of them could be confirmed; however, emi or myopotentials are the most probable hypotheses. Note that some of the egms suggest 50hz emi sensing, however, this is not clear enough to draw a conclusion.